Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) and contracted an infection. It was stated that it was suspected that the patient initially had toxic anterior segment syndrome (tass); however, the hypothesis was eliminated by the healthcare provider. It was stated that the patient had a staphylococcal infection which was suspected to be caused by a "non-tight incision". It was stated that the patient had been hospitalized since (B)(6) 2013. On (B)(6) 2013 (day 5 post op), it was stated that the patient had a vitrectomy attributed to the infection while the lens remained implanted. In addition, it was stated that the patient was placed on zinnat medication to treat the infection. Patient was noted to be recovering well. No additional information was provided.

Manufacturer narrative:
Additional information provided: per the doctor, the patient was seen (one) 1 month after a left eye endophtalmy with (B)(6). Visual acuity was 2/10, cornea was clear, a surgical thread was removed, the anterior chamber was quiet, there was a presence of some thin keratic precipitates (prd). The iol (intraocular lens) was clean. Further, it was reported that the doctor noticed a beginning of capsulate, retinal details are clearly visible, vitreous was clear but not at the extreme inferior periphery. The retina was flat without opening. Optical coherence tomography on the right side showed normal foveolar. There was an unevenness, the retro foveolar pigmentary epithelium and alteration of the photoreceptors at the internal external junction. The doctor explained this to the patient, her visual acuity can improve.

Manufacturer narrative:
(B)(6) 2013: intraocular sampling polymerase chain reaction (pcr) with no bacterium or yeast. Intraocular vitreous sampling indicated staphylococcus epidermidis. Intraocular vitreous sampling pcr indicated no bacterium or yeast. A negative result does not exclude a diagnosis of infectious origin. ''Some rare forgery positives can be observed." The interpretation must always be made in correlation with the hospital and the other biological data. Expiration date: 10/31/2013.

Manufacturer narrative:
(B)(6). (B)(4). Intraocular lens (iol). All process operations presented in the manufacturing records from generation to boxing were in compliance. Sterilization records: the sterilization record for this lot was reviewed and no deviations that could affect the sterility assurance were identified. The product was processed according to requirements and met the specifications. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: (B)(6) 2013. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Received from ophthalmologist, patient's visual acuity is 2/10 (done under cyclopegia). All pertinent information available to the manufacturer has been submitted.